Manufacturer narrative:
(B)(4). On (B)(6) 2013, a sensor panel retrofit was performed and a new sensor panel was installed, s/n (B)(4). A battery calibration, complete preventive maintenance (pm), full calibration, and functional and safety testing was performed to factory specifications. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6), for a cardiohelp unit (article number 70104.8012; serial number (B)(4)) the customer reported the unit would only run on battery power. (B)(4).